Event description:
It was reported that the right ventricular lead exhibited noise. The patient experienced no adverse event due to noise. No intervention was performed. No further information was available.